Event description:
The customer stated, that she was hospitalized for high blood glucose. The customer reported, a blood glucose reading of 419 mg/dl during the phone call. The customer stated, that her blood glucose levels were very high and she was also vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.